Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-37740. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001424, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26/nov/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6001424". The count of complaint is 8 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. Device history record (DHR) review: the lot 6001424 was manufactured according to the work instruction (wi) version 75 and packaging in the machine multivac 12 on 26/may/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. A non-conformance (nc) was raised due to sterilization process. This nc is not related to claimed malfunction. Test results: no photo was provided. To proceed with product testing, samples from the affected lot were requested. However, the customer has confirmed that no samples are available for investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples or photographic evidence have been submitted for analysis, one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, the thresholds of 3 reportable complaints is met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced seven infusion set packaging issue events on (B)(6) 2024. The packages were not sealed properly misshaped vacuumed and looked steamy. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 7. E1: patient city: (B)(6). Patient country: united arab emirates.